Manufacturer narrative:
The field service engineer (fse) reviewed the instrument logs and found a possible instrument issue. The fse inspected architect (B)(4) and noticed a noise from the mixer. The stabilized vortexer was replaced to resolve the issue and was determined to be the likely cause of the discrepant result. Review of the service history for the architect (B)(4) did not identify any contributing factors and there have been no further occurrences of discrepant results since the stabilizer vortexer was replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Trending data and manufacturing documentation for the stabilizer vortexer did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
Patient identifier: complete entry = (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result. Sample ID (B)(6) generated 49.92 miu/ml and retest <1.2 miu/ml. No impact to patient management was reported.